Event description:
It was reported that a cartridge change error occurred. The customer's blood glucose (bg) level was 502 mg/dl. The customer addressed their bg with a manual injection. During troubleshooting with tandem technical support, it was confirmed that the customer was able to resolve the issue individually though details were not provided and resumed insulin therapy.